Event description:
A cartridge alarm 30 was reported by the customer during pumping. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge using the correct procedure, successfully resuming insulin therapy, and resolving the issue.